Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. It is possible that the stent was not fully apposed to the vessel wall resulting in the reported difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility / recoil. The treatment appears to be related to the operational context of the procedure as another xience stent was implanted inside the original stent and post-dilatation was performed again, resolving the issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. The delivery system will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a xience sierra stent was implanted in the proximal left anterior descending (lad) coronary artery. After post-dilatation, the physician described the xience sierra stent as collapsing within the vessel. Another xience stent was implanted inside the original stent and post-dilatation was performed again, resolving the issue. There were no adverse patient sequela. No additional information was provided.